Event description:
R-port was placed in 2000. In 2002 the port was removed due to detachment. The r-port was retrieved. No further details regarding the circumstances surrounding this event are available at this time. Should add'l details become available, a supplement will be forwarded at that time. This device has not been rec'd for eval. Therefore, a failure analysis is not available. As a lot number was not provided a device history search could not be performed. Without evaluating the device co is unable to determine if the device met its specs. Co believes user technique and/or pt anatomy may have contributed to this event. However, co is unable to determine the relationship between the device and the cause for this event. Co's directions for use outline appropriate placement, access and maintenance procedures.